Manufacturer narrative:
Updated fields: b4, g1 g3, g6, h2, h11. Corrected fields: d10 (concomitant products).

Event description:
N/a.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm with a hissing sound and later the unit was replaced to another iabp. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3 h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse unable to identify any fault or failure with this unit. No evidence in logs and any failure or fault codes. Performed functional check and safety test. Unit passes all functional and safety checks.